Event description:
It was reported during routine maintenance testing conducted by the MFR, the device heated up. This did not occur during a procedure so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.